Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples and photographs provided. Bd received a total of four insyte autoguard 20ga units. The first unit was a catheter adapter assembly along with a needle cover inside an open package. The three remaining units were received as full assemblies within open packages. Through the visual/microscopic evaluation of unit #1, there was no evidence of foreign matter found on the catheter-adapter assembly or inside the needle cover. The remaining units revealed fragments of a clear material on the catheter tubing near the tips. The pictures received revealed similar findings with the exception that all four 4 units displayed a clear fragment of material on the catheters. The reported issue was confirmed. The plastic material found on the units was determined to be catheter tubing residual from an incomplete tip as a result of the manufacturing process. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that gel-like foreign matter was found on 4 bd insyte¿ autoguard¿ bc shielded IV catheter tips before use. The following information was provided by the initial reporter, translated from japanese to english: "gel like fms on the 4 catheter tips. All the 4 products were from the same box and same lot."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that gel-like foreign matter was found on 4 bd insyte¿ autoguard¿ bc shielded IV catheter tips before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "gel like fms on the 4 catheter tips. All the 4 products were from the same box and same lot."